Event description:
Per the audiologist, the patent experienced a decrease in performance. Explant and reimplant surgery is planned, but was not scheduled as of the date of this report, 2009.

Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission four days later, and per FDA request, submitting electronically.